Event description:
Customer reported the male luer on the secondary infusion set broke off inside the smartsite valve upon disconnection, allowing the primary fluid to leak out of the port. Seventy percent alcohol was used to cleanse the smartsite valve. There was no report of pt harm or medical intervention required. No further pt/event info provided.

Manufacturer narrative:
MFR's report date: 05/30/2012. (B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.